Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the battery was not charging. The patient was transferred to patient services to further troubleshoot. The patient reported to patient services that their device was recently set to high density (hd) settings on (B)(6) 2018, and was told that it should last 1.2 days. However, the patient noticed that it only lasts 12 hours. No actions were taken prior to the call. The patient noted that they charge their ins to 100% full. The patient was redirected to follow-up with their healthcare professional (hcp) to review the recharge interval with the person who does the programming. The patient provided their manufacture representative¿s (rep) name. The patient also noted that their controller has a blank screen beginning on (B)(6) 2018. No troubleshooting was done prior to calling. Patient services reviewed to plug the controller into the ac adaptor and confirming the power supply light was on. The patient removed and re-inserted the lithium ion battery pack which resolved the issue. The patient does not intend on following-up with their hcp. There were no patient symptoms reported and no complications reported.